Event description:
An atherectomy with a right coronary bypass was being done. Upon passing the device into the proximal portion of the vessel, the distal tip of the catheter broke free. Dr was able to remove all equipment from the vessel and resume the case. No adverse effects noted.